Event description:
This notification was opened for review for information received that the dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the service technician also noted an error code e130 (task_wdog_timeout). The device was scrapped by the service center after the evaluation was completed.